Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately seven months ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge. It was noted that patients ipg was not working as intended. The patient underwent an ipg replacement procedure.